Event description:
It was reported that pump display showed black screen with faint light behind, which affected ability to read pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.